Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted a perigee on (B)(6) 2009 to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced injuries, including, but not limited to, pain, discomfort, infections, urinary problems, recurrence of prolapse and worsening on incontinence. Plaintiff's attorney also alleged plaintiff suffered debilitating injuries including mental anguish, severe and permanent injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.